Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had drawer failure. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1.initial reporter facility name: (B)(6) hospital. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that matrix drawer was failed. A field service engineer addressed an intermittent issue with the latch not closing. The drawer was removed, and the plunger was extracted from the solenoid and cleaned using a wire brush. The red emergency lever was also removed, and the post on the latch assembly was cleaned. Clearance to the latch block at the rear of the drawer was verified. After reassembly, the drawer opened smoothly. The hardware testing application (hta) was run, all connections were checked, and debris was cleared. The system functioned as intended after the field service engineer repaired the device.